Event description:
It was reported that a lead was attempted to be implanted during the initial implant surgery however when the surgeon attempted to put it on the nerve, they were unsuccessful and noticed the anchor tether was warped and titled. A new lead was used. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The lead has been received for analysis but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Lead analysis completed and reviewed. The reported allegation of ¿mechanical problem, helices deformed or damaged¿ (lead section) was confirmed. During the visual analysis a slight twist to lay of coil/tubing was observed at approximately 410mm, in area from electrode bifurcation point, to anchor tether. It was noted that the anchor helical appeared to be in appropriate form and orientation. The white helical appeared to be misshaped, and stretched; the ribbon electrode had a crease, and was detached from elastomer in some areas, and the edge of loop was separating from ribbon, the damage and deformation likely occurred at implant / explant. The green helical appeared to be slightly stretched, likely occurred at implant / explant. The three helices were in proper orientation. The observed slight twist did not impede mounting lead onto training fixture. The condition of the returned lead assembly is consistent with conditions that typically exist following an attempted implant procedure. Other than the noted damage to white helical, no other obvious anomalies were noted.